Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Battery voltage is at recommended replacement time (rrt), 2.61 volts on (B)(6) 2014. No cause identified for rapid voltage decline. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device measured 2.96 v, yet several days afterwards, it unexpectedly reached elective replacement indicator (eri). The device was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.